Manufacturer narrative:
The complaint device was returned for evaluation. Of the testing performed, no issues were identified. Such that additional testing may take place, the manufacturer has also requested the return of the handpiece used during the procedure. Thus far, the handpiece has not been received. Furthermore, additional event information has been requested but has not been received. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The manufacturer completed its review of the device history record and determined that all requirements were met. Service evaluation of the returned device found the device working within specifications. No device problems found. Handpiece was not returned for evaluation and additional event information was not provided. Device¿s risk assessment lists patient burns as a possible harm if insufficient wetting solution is applied. (Wetting solution buffers rise in temperature.) The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all information, no causal factors can be determined and no conclusion can be drawn. Device manufacture date.

Manufacturer narrative:
The complaint product was not returned for evaluation. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A practitioner reported that a patient underwent a liposuction treatment on (B)(6) 2018 and that two weeks post procedure ((B)(6) 2018) it was noted that the patient had a thermal burn on their right upper flank. The patient was prescribed antibiotic ointment, santyl, silage, and kenalog. The practitioner reported that the patient is healing but that it is unknown if there will be any permanent damage or scarring. No other treatments had been performed in the same area where the symptom was reported and the patient had not undergone any other treatments in the same symptom-area within the past 30 days. It was reported that during the treatment no system errors occurred and the practitioner did not notice anything out of the ordinary. Additional event information has been requested but has not been received.